Event description:
After impaction of the acetabular cross-over shell, the surgeon removed the shell inserter and noticed that the locking ring had disassociated from the shell. The ring was re-established in the shell and a trial liner was inserted. After the trial reduction and removing the trial liner the locking ring again disassociated from the shell. The surgeon re-established the locking ring and implanted the final liner. The surgeon checked with a hemostat to make sure that the liner was locked into place. The liner was successfully locked into place as expected.

Manufacturer narrative:
The device was not returned for evaluation and was successfully implanted. A review of the device history records shows that no material property, mechanical, or dimensional discrepancies existed. H3 other text : device not returned to manufacture